Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module. The following data was provided: sid (B)(6). Sodium initial 103 mmol/l, repeated 136 and 135 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The sample analysis was repeated and higher, acceptable results were generated. Quality controls were within range at the time. Customer service investigation found issues with the sample aspiration in the logs and determined this is the cause of the low results. The attachment supports the customer service investigation determining the sample aspiration issue. Log review verifies the customer complaint of low ict results. The log also shows the customer was notified of multiple aspiration errors for the sample with results sent to exceptions. The ict results initiated before the aspiration error codes generated. Any sample result should be suspect and require further investigation before release, based on the aspiration error codes generated. No return sample or file sample testing was performed. Trending review did not identify any trends for the complaint issue. Labeling is adequate for the issue described. Instructions for troubleshooting message codes are provided. Results with specimen result flag definitions are provided. All results must be correlated to ensure proper interpretation occurs. Based on all reviewed data, a product deficiency was not identified.